Event description:
During a knee arthroscopy the fast-fix 360 curved ndl delivery syst2 pre-deployed the 2nd implant. The surgeon had to use five devices instead of two. The red area of the meniscus was being repaired; medial type of repair. The t1 implants were cut-free and removed, and none of the t1 implants remained in the patient unsupported.

Manufacturer narrative:
Investigation of the inserter devices were returned for evaluation. One set of anchors and sutures were returned for analysis still located on one inserter. The devices were visually evaluated and confirmed to be bent. The devices were functionally tested and failed to actuate. . Per the IFU ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no further action is required. (B)(4).